Manufacturer narrative:
The customer's complaint of "the backlight of the autopulse platform's (sn (B)(6) lcd lit for a moment upon powering on, and the platform immediately powered off on its own" was not confirmed during the functional testing. The autopulse platform was powered on, and the lcd backlight was functioning during the functional testing, thus not confirming the reported complaint. Upon visual inspection, no physical damage was observed. The archive data indicated several fault 16 (timeout moving to take-up position) messages unrelated to the customer's reported complaint on and around the reported event date. The autopulse platform failed functional testing due to fault 16 displayed upon powering on, unrelated to the customer's reported complaint. The root cause of fault 16 was a seized brake. The storage condition of the autopulse platform is unknown. Daily device checks are required per the user manual to help prevent the brake from seizing. Also, storing the autopulse in a low-humidity location could help prevent the brake from seizing. Unseized the brake to remedy fault 16. Following service, the autopulse platform passed the run-in and final tests without fault or error.

Manufacturer narrative:
The customer's complaint of "the backlight of the autopulse platform's (sn (B)(6)) lcd lit for a moment upon powering on, and the platform immediately powered off on its own" was confirmed during the functional testing. The customer does not report seeing any user advisory messages or fault codes. However, a review of the archive data showed that the autopulse platform failed to take up multiple times while displaying a fault code 16 (timeout moving to take-up position) on the customer's reported event date. Based on the archive data, no compressions were delivered until the autopulse timed out and powered off after 2 minutes, as per system design. The time-out (device shutdown) will occur if the user does not power off the platform manually. The root cause of fault 16 was a seized brake due to the presence of dust or debris on the brake. The storage condition of the autopulse platform is unknown. Daily device checks are required per the user manual to help prevent the brake from seizing. Also, storing the autopulse in a low-humidity location could help prevent the brake from seizing. Upon visual inspection, no physical damage was observed. The archive data indicated several fault 16 (timeout moving to take-up position) messages on and around the reported event date, thus confirming the reported complaint. The autopulse platform was powered on during the functional testing and displayed fault 16. After 2 minutes, the platform shutdown on its own, thus confirming the reported complaint. Unseized by cleaning the brake with a scraper and ipa (isopropyl alcohol) to remedy fault 16. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During shift check, the backlight of the autopulse platform's (sn (B)(6). Lcd lit for a moment upon powering on, and the platform immediately powered off on its own. The customer attempted to troubleshoot by replacing the autopulse li-ion battery; however, the issue persisted. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.